Event description:
It was reported after treatment with a stealth 360 peripheral orbital atherectomy device (oad), the patient had a full body rash. According to the physician, the patient had no known allergies.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported allergic reaction appears to be related to operational context. In this case, it is likely that the reported allergic reaction is related to patient allergies to medication/media/oad components. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.